Event description:
During an ercp procedure to remove stones, the physician used a web ii memory double lumen extraction basket. During use, difficulty was experienced opening the basket. The user continued to apply pressure in an attempt to open the basket. At this time the inner drive wire punctured the outer sheath near the proximal end of the device. The device was removed from the endoscope and a balloon was used to complete the procedure. No injury to the patient or user was reported.